Event description:
It was reported that during an anterior cruciate ligament surgery the device could not be flipped and got stuck in the sleeve. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted that the cutter tip of the flipcutter, is stuck at end of the shaft. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.